Manufacturer narrative:
The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 160mg/dl. A system check was performed and the customer observed very little insulin dripping out of the infusion tubing during the load fill tubing sequence. Insulin was observed exiting at a constant drip out of the cartridge tubing during the load fill tubing sequence leading tandem technical support to conclude that the occlusion was within the infusion tubing. Reportedly, the customer was using apidra insulin within their cartridge and was working with their healthcare provider in order to switch to an insulin type that is indicated for use with the pump.